Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 2000021225, model/catalog description:  coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively.